Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to the brake block. He replaced the brake block to repair the bed.